Event description:
During implant, the physician inadvertently connected the leads to the incorrect ports. The physician corrected this but observed the device was not pacing. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of output anomaly was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification, crosstalk test, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.